Event description:
Healthcare professional reported leak at base of female luer connector of mini transfer set. Leak noted when rn was checking set for fibrin blockage at dialyzer ctr. Pt was already scheduled for surgical pd catheter removal due to chronic peritonitis infection and poor drainage. Rn stated that pt had first presented with peritonitis 6/27/63 and symptoms of cloudy effluent persisted through 10/29/96. Pt was treated outpt with ip antibiotics during this time. Rn stated he does not feel peritonitis is related to leak.